Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise due to suspected electrode damage resulting in a stored untreated episode. Device data was sent to engineering for review. Data analysis determined this s-ICD exhibited premature battery depletion consistent with increased power consumption and recommended device replacement. An x-ray was completed, however no electrode damage was able to be confirmed. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise due to suspected electrode damage resulting in a stored untreated episode. Device data was sent to engineering for review. Data analysis determined this s-ICD exhibited premature battery depletion consistent with increased power consumption and recommended device replacement. An x-ray was completed, however no electrode damage was able to be confirmed. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode, severed approximately 39.5cm from the tip, was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.